Event description:
It was reported that the user disconnected from the ilet for a period, then reconnected with elevated glucose and was advised that the system should correct within approximately 90 minutes; blood glucose was affected and reached a reported high of 312 mg/dl, with concurrent cgm and bgm readings in the 300s, and no device alerts were reported, while the device problem and component were not identifiable due to insufficient information. Symptoms included hyperglycemia with headache and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and that the device issue and component could not be established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.